Event description:
The customer obtained a falsely elevated carbon dioxide concentrated (co2_c) result on an advia chemistry xpt system. The result was reported and questioned by the physician(s). The customer used the same patient sample to perform repeat testing on the same system and an alternate advia 1800 chemistry system. The repeat results were lower (27.8 meq/l and 27.6 meq/l) and gave the customer confidence that the repeat results were correct. It is unknown if the customer issued a corrected report. There are no reports of adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states customer contacted siemens customer care center to inform calibration and quality control (qc) issues with carbon dioxide concentrated (co2_c). Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00120 on 25-apr-2022. Additional information (25-apr-2022): a siemens customer service engineer (cse) was dispatched to the customer site to service the advia chemistry xpt system. The cse noted no issues and proactively replaced the dilution washing unit, including the nozzle set (sections 1, 3, 5, 7, and sections 2, 4, 6, 8) and the wash probe. Siemens reviewed the information provided and concluded that the potential cause of a falsely elevated carbon dioxide concentrated (co2_c) result on one patient sample is unknown. Quality control was in range, and there were no issues with other patient samples. The advia chemistry xpt system is operational and requires no further evaluation.